Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. The manufacturer site is unknown. The manufacturer site defaults to costa rica to generate medwatch. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by the patient as having leakage in the tubing that was observed through fluoroscopy.